Manufacturer narrative:
Clinical evaluation performed by medical affairs director: about 7 years after primary cementless tha the stem, head and liner are replaced. According to report, the stem has subsided, but having only the pre-revision xrays we cannot confirm. Undoubtedly, xray shows a significant leg length difference, which is unlikely to have been left untouched for 7 years, and this would confirm the subsidence hypothesis. The stem looks slightly undersized, but having only one projection we cannot state con certainty that it is. The diaphyseal femur has changed shape, most likely after the primary implanttaion, and this may have contributed to the subsidence. We cannot determine the root cause for this adverse event. Batch review performed on 15 november 2021 lot 145406: (B)(4). Expiration date: 2019-sep-30. No anomalies found related to the problem. (B)(4).

Event description:
At 6 years 11 months after the primary, the patient came in reporting pain due to an undersized and subsided stem. The cause of the undersized stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.